Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated multiple data log corruptions. Customer reported blood glucose (bg) level was 97 mg/dl. Troubleshooting conducted by tandem technical support determined the pump had reset multiple times. Reportedly, the customer would continue use of the pump for insulin therapy, however the customer also has manual injections available.